Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer serial number: (B)(6). The investigation determined that the elecsys ahcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. The investigation was limited as the patient sample was not provided for further analysis. The root cause was attributed to a sample-specific discrepancy.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 module. On (B)(6) 2022, the elecsys ahcv ii assay generated a reactive result of 34.7 coi. Subsequent testing of the same sample included the alinity assay, which produced a non-reactive result of 0.11 s/co; the cobas mpx test (polymerase chain reaction, pcr), which was non-reactive; and the hcv ab geenius device (immunoblot), which was negative for hcv antibodies.